Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 748251, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 3387-40, lot# j0511409v, implanted: (B)(6) 2005. Product type: lead: product ID 3387-40, lot# j0511466v, implanted: (B)(6) 2005. Product type: lead. (B)(4).

Event description:
It was reported that the patient was hospitalized for monitoring, after having a first time seizure "recently." There is no history of seizure. The provider indicated she "did not think the seizure was related" to the devices. The physician reported getting "60 cycle" artifact on electroencephalography (eeg) readings. The deep brain stimulator was on when this artifact was seen. The physician was advised to turn the stimulator off during the testing. There was no additional information provided. If additional information becomes available, a supplemental report will be filed.